Event description:
In 2007, the pt was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The physician had difficulty advancing the gore sheath and the device and deployed the device at an unintended site. Upon deployment, the device jumped forward and unintentionally partially covered the brachiocephalic artery. The physician was able to pull the device distally, uncovered the brachiocephalic artery and restored blood flow. Upon extracting the sheath, the right external iliac artery was torn. The external artery was surgically repaired. Pt was reported to be doing well.

Manufacturer narrative:
Device remains implanted in the pt. A review of the mfg paperwork has been requested. Also associated with this event is medwatch #2017233-2007-00060.